Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose was over 250 mg/dl at the time of incident. The customer's blood glucose was 188 mg/dl at the time of call. The customer stated that the reservoir had air bubbles. The customer stated that they found that they had a temporary vent blockage. The customer stated that they changed the set. The reservoir will not be returned for analysis.